Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, the tube underfilled. This occurred 13 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from spanish: the tubes are presenting vacuum failure, they fill so much under the level indicated in label. It leads to less sample obtained and it's necessary to recall the patient for new sample acquisition.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, the tube underfilled. This occurred 13 times. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from spanish: the tubes are presenting vacuum failure, they fill so much under the level indicated in label. It leads to less sample obtained and it's necessary to recall the patient for new sample acquisition.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.